Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing snapped into half. The infusion set tubing came apart. No further information available.